Manufacturer narrative:
It was reported that an impossible to load the exam error message was displayed by the device followed by an unexpected shutdown. It was also reported that the automatic merge was not satisfying. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that the impossible to load exam error message was due to a use error. Indeed, the user tried to load an oversized exam which not respect the acquisition protocol recommendations. Then, the analysis determined that the cause of the shutdown was an application crash which was due to an incorrect location or the incorrect reading of the end of the memory address. Finally, it was determined that the automatic merge issue was not due to a device malfunction but to a use error. Indeed, final adjustments are required after automatic merge but were not performed by the surgeon. UDI# : (B)(4).

Event description:
The field service engineer (fse) assisted the surgeon with two cases. At the end of the first procedure the post-op scan taken by airo scanner was attempted to automatically be merged with the pre-op CT scan. The merge was incorrect, so the surgeon attempted to merge manually. The surgeon decided that the placement was good after just examining the post-op scan by itself. The manual merge they accepted was still not merged correctly. Bone fiducials were used for registration (rms=0.69mm) and the patient was positioned 90 degrees from the supine position (patient was on their side). The post-op scan was taken with the patient in this position, which could have possibly thrown off the merge. The fse also noticed the number of slices of the post-op scan was above 255 slices. The total number of images selected for the merge may have been lower than 255 images, but this will need to be investigated. After the surgeon approved of the placement and decided they were done with surgery, the fse attempted multiple ways to merge the post-op scan to see if a better result could be obtained. The fse tried merging to a different pre-op scan, tried using semi-automatic merge, and also tried using less than the 255 total image recommendation. After unsuccessful attempts, the fse tried getting back to the main screen in the software from the exam manager tab, but was getting an impossible to load the exam message. After selecting the post-op scan to be used as the scan for the 3d segmentation, a windows shutdown was experienced and the robot needed to be restarted. The delay from the failed merged with the surgeon was less than 15 minutes, and there was no delay for the windows shutdown since the fse attempted this after surgery was done.